Event description:
The account alleged the nurse call feature was not functioning. No injury reported.

Manufacturer narrative:
Troubleshooting by the hill-rom technician over the phone indicated the issues of no nurse call and no hi-lo function may be common to a nonfunctioning universal control board. No further information is available on the repair of the bed at this time.